Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Conclusion summary: on january 28, 2019, it was reported that the device had an incomplete mesh. Mesher gave an incomplete mesh on previously recovered cadaveric donor skin. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) four times as documented in the repair reports in livelink. The last repair was august 9, 2018 where it was reported that the device produced an incomplete mesh and the roller, damaged comb, and roller gear were replaced. This is not a related issue. Product review of the skin graft mesher on february 4, 2019 revealed that the calibration was out of specifications and did not produce a passing sample mesh. The 1.5:1 ratio cutter, serial number (B)(4), and the 2:1 ratio cutter, serial number (B)(4) both produced an incomplete sample mesh and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on february 4, 2019 which included recalibrating the device. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the device was outside calibration specifications and did not produce a passing sample mesh. The 1.5:1 ratio cutter and 2:1 ratio cutter both produced an incomplete sample mesh and were deemed non-repairable. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the device was outside calibration specifications and did not produce a passing sample mesh. The 1.5:1 ratio cutter and 2:1 ratio cutter both produced an incomplete sample mesh and were deemed non-repairable. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Mesher gave an incomplete mesh on previously recovered cadaveric donor skin. There was no patient involvement.